Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing unexplained high blood glucose in the night. He stated that the blood glucose reading will be between 300 and 350 mg/dl and that this usually occurs between midnight and 6 am. He also mentioned that the insertion device would not properly release the sensors and that sensors had gotten ruined. Customer stated that the sensors are giving accurate readings. Nothing further was reported.